Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 566 mg/dl. Customer stated that they have been experiencing a lot of high blood glucose levels. Customer feels uncomfortable with the insulin pump and wants it replaced. The product will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.